Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and no defect was found. Sensor wire was present. The allegation was not confirmed. The root cause could not be determined

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.